Event description:
The customer reported that she was hospitalized with a low blood glucose reading of 15 mg/dl. The customer stated that she fainted. The customer was not interested in troubleshooting. The customer did inquire about upgrading her insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.